Manufacturer narrative:
The insulin pump was received no button response due to flattened escape button dome switch. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump was not responding properly. The customer stated the escape and act button did not navigate the customer to the main menu. Customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.